Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a bariatric procedure, the device was being placed very high up in the esophagus. The device then perforated the esophagus. The surgeon had to place a stent in the esophagus and the patient is recovering. They are unsure of exactly how this occurred.